Event description:
Information was received from a consumer regarding a patient who was receiving morphine and an unknown drug at unknown doses and concentrations via an implantable pump for an unknown indication for use. It was reported that the pump was alarming or beeping. The patient had her pump refilled on (B)(6) 2016 and the first night she thought she had heard something. The next morning the patient heard "it" twice. The patient had called the healthcare provider (hcp), but was told to call the manufacturer to make them aware. It was further stated that because the patient had previously had issues with the pump [see manufacturer report 3007566237-2015-03218, 3007566237-2015-03217, and 3007566237-2015-03219], a device manufacturer representative (rep) had told her to call the manufacturer with anything to report it. No symptoms were reported. It was later reported that the patient went to the hcp on (B)(6) 2016 and the pump was interrogated because the alarm was going off, then the pump started working again, then the alarm started again. It was noted that the hcp found out they were supposed to replace the pump. Additionally, the patient spoke to a rep at the appointment and it was stated that the rep had never seen this before with the alarm and then working and then alarm. The hcp was trying to reach the surgeon to schedule so they could get the patient's pump replaced as soon as possible.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.